Event description:
It was reported that the 9900 system fluoro beam area and the visible area were more than 5% different. No pt injury was reported.

Manufacturer narrative:
The customer canceled the service call.